Event description:
The customer received aspiration error while running qc. The customer opened the lower front door or the instrument and noted a clear fluid leak (5ml) at the blood sampling valve (bsv) on the coulter coulter lh 750 hematology analyzer station. The leak was contained within the instrument. The blood sampling valve (bsv) carries blood, 5c control, retic-c control material, clenz and diluent reagent. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. Although no discrepant results were generated; the failure mode identified has the potential to cause discrepant results for the cbc, diff and retic parameters. Customer technical specialist (cts) instructed the customer to turn the system's power off and wait for service. No additional trouble shooting was conducted by the customer or cts. Service was dispatched. The customer indicated the same issue had occurred previously and at that visit the field service engineer (fse) rerouted the tubing at the bsv. Service for this event was cancelled. However, the fse indicated that while in route for service call on the customer other instrument, he contacted the customer via telephone and had the operator shorten 036 tubing and replace the backwash port of the bsv, which resolved the issue. The tubing #36 may have diluent while in operation and cleaner while in shutdown. The cause of the leak was the tubing on backwash port at bsv.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).